Manufacturer narrative:
Per tandem's user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 540-541 mg/dl. High bg cause was not known. High bg was addressed via a correction bolus. Reportedly, customer was using humalog insulin within the pump supplies for over 48 hours. Tandem technical support informed the customer that using humalog for over 48 hours was considered off label.